Event description:
It was reported that the lead had dislodged and patient received inappropriate therapies as a result. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.